Event description:
It was reported that the patient¿s catheter was revised in 2003 due to a catheter break. The patient¿s therapy was indicated as intrathecal baclofen (itb). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11168r12, implanted: (B)(6) 2002, product type catheter. (B)(4).